Manufacturer narrative:
All operating currents are within specification. Device passed displacement properly. Pump error 25 noted due to connector resistance issue on the electrical board.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had replace battery now and power system error. The customer did not provide their blood glucose value at the time of the incident. The customer stated this is the second time with this issue, replacing the battery every third day and received power system error. The customer was advised that the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.